Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the healthcare provider (hcp) took the stitches out too soon and the patient was left with an open wound. They have since been putting gramicidin on the wound two times a day, but it still won't close up. The caller said the hcp was planning on doing surgery on the wound site to close it up, but the incident with the hospital (related event) put a stop to that for now. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was out of the hospital and stimulation was still turned off so they had a return of baseline urinary symptoms. Patient wanted to know if they should turn stimulation back on. It was additionally mentioned that the patient instructed them to turn the device back on and that the patient kept getting confused on how to operate the programmer. No further complications were reported.